Event description:
The complainant reported that after impella 5.5 insertion there was bleeding at the axillary cutdown site. The dressing was changed and one unit of packed red blood cells was transfused. The bleeding was resolved. The patient developed thrombocytopenia, and systemic anticoagulation was not ordered. Additionally, the patient was septic. The team is unsure of the cause. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock states the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal, access site bleeding, thrombocytopenia, and infection/sepsis. No product was returned. On 01may, the clinician indicated that the placement signal became unreliable when the patient was ambulating in the halls. The data logs show that the placement signal (ps) suddenly goes out of range, while the signal-to-noise ratio (snr) drops to 0, contrast rails, lamp goes to 100, and gain and light both decreases. Additionally, the motor current has some small spikes in it after this, which can indicate stress on the motor current lines. Based on the data logs, the root cause is most likely due to a damaged fiber line based on the clinical details and data log pattern. Due to limited clinical details, the root cause of the access site bleeding cannot be determined. The cause of thrombocytopenia was not determined due to insufficient clinical details. An infection/sepsis can occur during or after impella support. The root cause of the infection cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28190. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that when the patient was ambulating in the hall, a placement signal unreliable alarm was active. The alarm was disabled.